Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument sheath was torn. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and failure analysis investigations confirmed and replicated the customer-reported complaint. The instrument was found to have the jaw cover torn. The tear measured roughly .355". Visual inspection found no signs of missing fragments.